Manufacturer narrative:
(B)(4). There was a delay of more than 30 minutes and the patient was under anesthesia during this time. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports. Initial qa inspection of the air dermatome by zimmer biomet (B)(4) on march 14, 2018 revealed that there were 2 units transported in a small box together. The head was damaged on the top and had a sharp edge. There were no visible signs of oil found. It was noted that the depth bar had side play. The motor speed was within specifications but was at the very low end of the spec. The control bar was in the correct position and the calibration was out of specifications at all settings. Repair of the air dermatome was performed by zimmer biomet (B)(4) on march 19, 2018 which included replacement of the motor, bearings, o-ring, seal, reciprocating arm, and hinge throttle gasket. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during initial inspection the technician could not replicate the reported event. The root cause of the reported event cannot be specifically determined since during initial inspection the technician could not replicate the reported event. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the zimmer air dermatome device was leaking oil. Nurses found oil on the device once opened in theatre and it was clean prior to being wrapped and sterilized. The issue occurred during surgery and there was a delay of more than 30 minutes. No additional patient consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).